Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, upon interrogation the left ventricular (lv) lead exhibited loss of capture, loss of sensing and noise. The lv lead was not used, and the physician attempted to replace the lead with another lv lead but decided not to proceed due to an unknown reason. The patient had no adverse consequences.

Manufacturer narrative:
Correction- h11: the reported events of high capture threshold, failure to capture, failure to sense and noise were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.